Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel are unk. It was reproted that the pt returned emergently, due to severe back pain. The CT demonstrated that the iliac limb was occluded. The physician elected to place a bare metal stent and the iliac artery was reopened. Info obtained from the physician they were unable to determine the root cause of the occlusion. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation conclusions: (lack of information, unknown cause of assignable clinical determination).